Event description:
Information received by medtronic indicated that the customer received a failed battery alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and advised to check the contacts on the battery cap for corrosion or damage. It was advised to the customer to monitor the pump; however, the customer will continue using the device and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.